Event description:
It was initially reported that the pt had passed away unexpectedly at home, due to unk reasons. The pt has had an autopsy performed, but the report is not expected to be immediately available. The pt's vns device was not explanted and is buried with the pt. The pt's last known settings with his pediatric neurologist were within normal limits. No further info has been immediately made available from his adult neurologist. Good faith attempts to obtain additional info have been unsuccessful to date.